Event description:
The initial attorney report alleged pain and permanent injuries after the implant of a composix kugel mesh. The following is based on the medical records provided by the patient's attorney: on (B)(6) 1999 -- patient underwent repair of direct right inguinal hernia with perfix plug. On (B)(6) 2003 -- patient underwent repair of a midline incisional hernia with composix kugel mesh. Lysis of adhesions was performed. On (B)(6) 2010 -- patient admitted for fistula of intestine to abdominal wall. Patient underwent exploratory laparotomy. The composix kugel mesh was noted to be folded, infected and was excised. Excision of enterocutaneous fistula, lysis of adhesions and a small bowel resection was performed. A wound ac was placed. On (B)(6) 2010 -- patient underwent CT guided percutaneous drainage of abdominal abscess with catheter placement.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. Based on the information provided it is unknown whether the device may have caused or contributed to the reported event. The patient developed an infection nearly seven years after implant in which the mesh was removed and an abscess was drained. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." The patient was also noted to have developed a fistula tract; fistula formation is a known adverse event listed in the IFU. A review of the manufacturing related cause for the reported event. Additionally, no sample was returned for evaluation. With the currently available information, no conclusion can be drawn.